Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation passed. System air leak passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported a patient on peritoneal dialysis (pd) passed away on the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call with another pd nurse familiar with the patient, it was confirmed the patient expired on (B)(6) 2023; although the nurse stated it was unknown if the patient was connected to the cycler when the event occurred. The pd nurse was not able to provide any details of the events leading up to the patient¿s death. However, it was stated the patient was not brought to the hospital and was pronounced deceased in her home. The cause of death was reportedly a cardiac arrest. The nurse attributed the cardiac arrest to unspecified comorbidities from end stage renal disease (esrd), diabetes mellitus type 2 and pre-existing unspecified cardiac disease. The pd nurse stated the cycler is pending return to manufacturer. However, it was confirmed that the patient was completing pd treatments with the machine prior to death without any adverse effects. Additionally, the nurse confirmed that there were no malfunctions with the cycler and that the death was not suspected to be related to the cycler or the pd treatment.

Event description:
A registered nurse (rn) reported a patient on peritoneal dialysis (pd) passed away on the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call with another pd nurse familiar with the patient, it was confirmed the patient expired on (B)(6) 2023; although the nurse stated it was unknown if the patient was connected to the cycler when the event occurred. The pd nurse was not able to provide any details of the events leading up to the patient¿s death. However, it was stated the patient was not brought to the hospital and was pronounced deceased in her home. The cause of death was reportedly a cardiac arrest. The nurse attributed the cardiac arrest to unspecified comorbidities from end stage renal disease (esrd), diabetes mellitus type 2 and pre-existing unspecified cardiac disease. The pd nurse stated the cycler is pending return to manufacturer. However, it was confirmed that the patient was completing pd treatments with the machine prior to death without any adverse effects. Additionally, the nurse confirmed that there were no malfunctions with the cycler and that the death was not suspected to be related to the cycler or the pd treatment.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s cardiac arrest with fatal outcome. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, there were no reported allegations that the patient¿s death was related to any issues with the fresenius cycler. The patient¿s pd nurse stated the patient had pre-existing comorbid conditions of esrd, diabetes mellitus (type 2) and unspecified cardiac conditions. Based on the information available, the patient¿s death is likely to be associated with patient¿s pre-existing comorbid conditions which are significant risk factors for cardiac arrest/death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.